Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneuxrx bifurcated stent graft was implanted in a pt for the endovascular treatment abdominal aortic aneurysm. Aneurysm morphology is unk and vessels were reported to be small, frail and severely calcified. It was reported that the physician was unable to cannulate the contralateral gate and elected to perform surgical conversion. No additional clinical sequelae were reported and the pt is reported to be fine.